Manufacturer narrative:
(B)(4): the customer reported that the device did not deliver a shock in the sync mode. No negative pt impact was reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device did not deliver a shock in the sync mode. No negative pt impact was reported.